Event description:
It was reported that, "the pt had a femur fx from a gun shot wound. An a/r femoral nail was being used in retrograde mode. The most distal screw (static) was placed using the targeter and missed the nail on the anterior side. The static mode in the oblong hole was also used and had no problem. Upon taking final xrays, it was noticed that the screw missed the nail and was removed. The surgeon then free handed the replacement of this screw."

Manufacturer narrative:
It is not known if the device is available for investigation. If the device or additional info is received, it will be submitted on a supplemental report.